Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log files could not confirm any malfunction with the system. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the issue was most likely caused by a malfunction in the suite pc software. Fse carried out a full shutdown and restart. The system shut down correctly, but during startup, it would never reach the log-on screen. Fse reloaded the suite pc software, restored the backup and reloaded the epx database to resolve the issue. After reloading the suite pc software, restoring of the system backup and reloading the epx database, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to fully boot up. It froze at the start up screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.